Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen would not come on. The lcd ribbon cable needs to be replaced to resolve the screen issue. The backlight is working on the device. No repairs were performed. The unit has been scrapped.